Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was not impacted as fast acting pen injections were used to manage bg level. There was a temporary delay in clearing the alarm and resuming insulin delivery.